Manufacturer narrative:
Device evaluated by MFR: contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. It was determined that one strut each in rows three and seven on the distal end of the stent were damaged and extending back at 45 degrees. The stent was appropriately positioned and secured to the balloon and the balloon was in a tightly folded condition with no positive pressure applied and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The greater than 75% stenosed de novo lesion was located in a non-tortuous and non-calcified left anterior descending artery. The physician was attempting to direct stent and advance a 2.25x16mm taxus liberte atom stent through a previously placed stent, but the device would not cross the previously placed stent. When the device was removed from the patient proximal stent damage was noted. The physician also commented that it looked like the balloon had extra material on the proximal end which looked like it had been partially inflated; although it had not been inflated. The procedure was completed with another taxus liberte atom stent. No patient complications occurred. Patient status is fine.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The greater than 75% stenosed de novo lesion was located in a non-tortuous and non-calcified left anterior descending artery. The physician was attempting to direct stent and advance a 2.25x16mm taxus liberte' atom stent through a previously placed stent, but the device would not cross the previously placed stent. When the device was removed from the patient proximal stent damage was noted. The physician also commented that it looked like the balloon had extra material on the proximal end which looked like it had been partially inflated; although it had not been inflated. The procedure was completed with another taxus liberte' atom stent. No patient complications occurred. Patient status is fine.